Event description:
It was reported that during a stenting treatment procedure, shaft fracture occurred. Vascular access was obtained via the radial artery. The 12-16x4mm, eccentric, de novo, 80% stenosed lesion being treated was located in the moderately calcified and severely tortuous distal left circumflex artery. The physician predilated with a non-bsc guide wire and a 3.0x12mm non-bsc balloon. Then, the physician advanced a 4.00x16mm omega stent delivery system (sds) and encountered a lot of resistance. The device was not able to cross the lesion and was successfully removed. The physician began to readvance the omega sds with two non-bsc guide wires and it was noted that a shaft break had occurred. The sds was successfully removed and the procedure was completed with a promus premier stent. No patient complications were reported and patient¿s status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, shaft fracture occurred. Vascular access was obtained via the radial artery. The 12-16x4mm, eccentric, de novo, 80% stenosed lesion being treated was located in the moderately calcified and severely tortuous distal left circumflex artery. The physician predilated with a non-bsc guide wire and a 3.0x12mm non-bsc balloon. Then, the physician advanced a 4.00x16mm omega stent delivery system (sds) and encountered a lot of resistance. The device was not able to cross the lesion and was successfully removed. The physician began to readvance the omega sds with two non-bsc guide wires and it was noted that a shaft break had occurred. The sds was successfully removed and the procedure was completed with a promus premier stent. No patient complications were reported and patient¿s status is stable. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the balloon was tightly folded and there was no indication the balloon was subjected to positive (inflation) pressure. The stent was appropriately positioned between the markerbands and secured to the balloon. The tip was flared. The mid-shaft was kinked 5mm from the guidewire exit notch. There was no evidence of any product quality deficiencies the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).